Manufacturer narrative:
Upon further evaluation, service was unable to reproduce the customer¿s reported issue. Service found stains on the objective lens and dirt on the lighting lens that was difficult to remove. There was cloudiness observed in the image displayed. The bending angulation was lacking due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The bending tube was deformed. The curved rubber adhesive was missing (chipped). The scope connector demonstrated fluid ingress, and the contact part had discoloration. The air/water cylinders demonstrated corrosion and the control section had discoloration. Scratches were observed on the insertion tube, insertion tube boot, tip cover, switch #1, switch box, scope connector, scope connector cover, control section, adjustment ring, control section cover, the up/down knob, the up/down angle lock, the right/left knob, right/left angle lock, control grip, the universal cord, and the operating side of the universal cord. The suction cylinder was scraped. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified procedure, error code e315 (scope error) appeared. The issue was resolved by cleaning the connectors. There was no patient or user injury reported due to the event. It was noted that the scope error e315 had occurred a few days after this event, on (B)(6) 2022. That event is captured in the medwatch submitted for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.